Event description:
On 9/3/2021 it was reported by sales rep via email that an ar-3638 fibertak anchor was damaged in packaging and was unable to be used during surgery. The anchor itself was deformed and could not be implanted through the drill guide. Additional information: the defect was noticed during a case after the anchor was opened and attempted to use. The case was completed using a new anchor and discarding the broken one.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device is not expected to be returned for evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device. As no further investigation was able to be performed no change in harm was identified.